Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Corrective actions included providing the customer with information to reset the pump; however, the customer did not have access to a charging cable and planned to follow up with technical support when ready to complete the reset.